Manufacturer narrative:
Pt: 18 yrs or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified left external iliac artery. The wanda pta balloon dilatation catheter was advanced to the lesion for treatment and ruptured at 14 atms, on the 3rd inflation. The procedure was completed successfully with this device. No pt injuries or complications were reported. The pt's status was reported as "good".